Event description:
Following an MRI scan, a decrease in the battery longevity of the device was observed. Technical support was contacted and confirmed the lower longevity was due to a diagnostic anomaly that was a result of clearing the diagnostic data when enabling MRI settings. No intervention has been performed at this time. The patient was stable and will continue to be monitored.